Manufacturer narrative:
Examination of the returned patient x-rays and reported devices confirms the reported dislocation; although the root cause of the dislocation cannot be confirmed. It was stated in the initial reporting there is a high probability the dislocation occurred during dislocation reduction. A review of the device history records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
After implantation, dislocation of the cup out of inner head was noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.